Event description:
It was reported that during use the right ventricular (rv) lead triggered lead integrity alert (lia) for two or more high rate-ns ep isodes, sensing integrity counter (sic), rv pacing impedance variation. It was also reported that the rv lead exhibited high/undefined impedance, a spike in rv pacing impedance, alert triggered for oversensing noise and the lead exhibited high thresholds. Additionally, the rv lead exhibited oversensing resulting in misclassification of episode type. All high voltage therapies were programmed off and subsequently the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.